Event description:
It was reported that the device was implanted in 2009. After wound closure, intra-operative testing was carried out which showed all channels with status '--'. It was tried several times, however, the results were always the same, therefore, a back-up implant was used.

Manufacturer narrative:
The device has been explanted and has been returned to where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.